Event description:
It was reported the handpiece began overheating during testing prior to the start of a surgical procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the rotor and motor. Those parts were replaced along with the driver, drive pin, press plug, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.